Event description:
It was reported that the customer experienced a low blood glucose level in the 50s mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer addressed this low level by drinking a mountain dew, and there was no need for third-party assistance. Technical support assisted the customer in updating the correction factor setting and advised checking in with their healthcare provider whenever settings are updated.